Event description:
A competitor representative reported that the svc coil impedance is elevated and it appears the svc coil is fractured. The lead remains implanted and active. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the svc coil impedance is elevated and it appears the svc coil is fractured. The right ventricular lead pacing impedance has decreased and is now low. The lead will be monitored. The lead remains implanted and active. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there were four patient alerts for out of tolerance sub-threshold lead impedance between (B)(4) 2010 and (B)(4) 2011. The weekly high voltage lead impedance trend data show high impedance for minimum and maximum superior vena cava defibrillation impedance was equal to 16336 ohms peak between (B)(4) 2010 and (B)(4) 2012. One episode of ventricular fibrillation equal to 130 ms average v-cycle on (B)(4) 2012. Ventricular short interval count(sic) equal to 76.3 counts average per day, in 98.08 days, between (B)(4) 2011 and (B)(4) 2012. The weekly pace lead impedance trend data shows a gradual decrease for maximum and minimum right ventricular pace equaled 392 to 168 ohms minimum between (B)(4) 2010 and (B)(4) 2012.